Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured at 9 atms upon first inflation. The lesion was located in the 90% stenosed and non-calcified left anterior descending (lad) artery. The procedure was successfully completed with another quantum maverick balloon. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8151341 have been reviewed and no issues or discrepancies were found. Should further relevant information become available; a supplemental medwatch report will be filed.